Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/28/2014 with the following results:a review of the black box showed a low battery warning and a replace battery alarm. During testing, the pump was exercised for 24 hours with no alarms occurring. The pump was able to give the correct audible and visible battery alarm and warning during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not alarm prior to rebooting.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.